Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The target lesion was located in the diagonal lesion of the left anterior descending artery (lad). While the physician was advancing the 2.50x12mm taxus express2 drug eluting stent (des) to the lesion the mid shaft of the catheter broke. The whole device was successfully removed from the pt and the procedure was successfully completed with another of the same device. No pt complications were reported with the pt's current condition listed as "okay".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.